Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and obstruction are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
During a conversation of an allergan employee with the physician, it was mentioned that they had seen other cases of band slippage with other patients at the surgeon's office. The surgeon explained that they "do not remember details of these cases" and that "out of the hundred of files [the surgeon] can't remember which cases were for [possible] band slippages". The surgeon further explained that "some of the patients they work with do not have the allergan band [lap-band system] but another type of band." The surgeon mentioned 5-10 cases and 10 cases are being captured and reported to the FDA. These events are being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.